Manufacturer narrative:
An event regarding loosening involving an triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the reported loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision of a left total knee, this is revision procedure number 1. The patients left tibial component was revised to a universal baseplate with a 12x50mm stem due to aseptic loosening of the tibial component. Procedure was completed successfully on patient (B)(6)" (B)(6) lbs. The initial op date was (B)(6) 2008.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision of a left total knee, this is revision procedure number 1. The patients left tibial component was revised to a universal baseplate with a 12x50mm stem due to aseptic loosening of the tibial component. Procedure was completed successfully on patient (B)(6). The initial op date was (B)(6) 2008.